Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported major bleed could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 67-year-old male failed to come off bypass. Initial thought was impella cp placement and convert to va-ECMO. Device opened, prepped but after lfa access, decision made to abort cp implant and implant impella 5.5 for higher level of support and on-going bleeding concerns. Several blood products administered prior to impella as well as >2,000 ml of cell saver d/t high bleeding intra-op and high dose vis. Impella 5.5 implanted. Bleeding continued post-operatively. Family opted to withdraw care on (B)(6) 2025. Patient with major bleeding and instability noted by multiple doses of vasopressors prior to impella. Unable to stop bleeding intraoperative and post operatively. Nothing to link to impella pump as bleeding and hypotension were noted prior to pump insertion. Death was unrelated as family opted to withdraw care.